Event description:
It was reported that customer experienced high blood glucose (bg) and ketones and went to emergency room (ER), where bg level reached 522 mg/dl and no injury or permanent damage was identified. Cause was not known. Customer received intravenous saline and insulin in ER, issue was resolved, customer was released the same day, and a system check was completed with no further assistance required.